Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2014. Approximately 7 years 9 months after the initial procedure the patient had a left hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2022 post-op diagnosis: 1. Failed left hip total hip replacement arthroplasty. 2. Morbid obesity 3. Abductor tendon tear, left hip. The surgeon encountered trochi:interic bursitis and I did a bursectomy. Beneath that there was a tear of the central abductor tendon. It was attached anteriorly and posteriorly but had a full -thickness u- shaped tear. The surgeon debrided the margins sharply in preparation for· repair and abraded the bone of the greater tuberosity back to bleeding bone. There was a significant local reaction going on. The ceramic head scuffed from the dislocations. I removed the ceramic head. The trunnion was in good condition. Cleared soft tissue around the proximal femur and internally rotated to tuck the trunnion along the posterior superior acetabulum. The surgeon exposed the rim of the acetabulum and completed the synovectomy and debrided the rea.cti.ve tissue. The polyethylene was worn superiorly and had a crack around the rim of the polyethylene. There was no gross breakdown and no ceramic rubbing on metal.